Event description:
It was reported that during testing, an 840 ventilator had an inoperable graphical user interface (gui) display. There was no patient involvement at the time of the event. The service engineer (se) verified the reported issue and replaced the gui central processing unit (cpu), backlight inverter printed circuit board (pcb) and update the software. The se performed extended self-testing on the device and all tests passed.